Event description:
It was reported to philips that the system could not make fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the coronary procedure which was completed as planned since it is an intermittent issue. A philips field service engineer (fse) went onsite and confirmed that the system was not fluoroscopic intermittently. The system logfiles were reviewed, and troubleshooting found that the tube was arcing. The fse performed the tube conditioning, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.